Event description:
It was reported the cardiosave intraaortic balloon pump (iabp) battery was not charging. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service technician's visual inspection found damage on the back of transport unit and missing screws. To fix the issue the fst was able to straighten and replace screws. Fst was not able to reproduce the battery not charging. Fst reported the charging system is working properly. Unit properly transfers between in ac and dc. Fst performed pm with full calibration, functional testing and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.